Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, cuts in the insulation were noted which most likely resulted from the explantation procedure. Blood had penetrated the lead in these areas. Furthermore between 11 cm and 18 cm distal to the is- 1 connector pin the outer insulation tube deformed and presented slight folds. It is assumed that this finding occurred due to mechanical forces which the lead was subjected to during the reported twiddling. No further deviations were noted, which can be considered to be the root cause of the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to dislodgment from suspected twiddlers syndrome. Should additional information become available, this file will be updated.